Event description:
It was reported that during surgery tip of the drill bit broke off. It was left in the patient.

Manufacturer narrative:
The reported event of the breakage of the drills could be confirmed, since the returned device along with the x-rays provided matched the reported failure. Based on the investigation, the root cause was attributed to a user related issue. The breakage was probably caused by mishandling of the devices. The visual inspection revealed that both drills are broken and missing the tip. This is consistent with the x rays provided which show the 2 tips are still inside the bone. The clinical expert evaluation demonstrated that the plate was not centrally positioned in the dorsal aspect of the tibia. When drilling upon this situation care must be taken since the drill will easily hit the hard part of the bone, causing bending, followed by breakage inside the marrow cavity. It is likely that the poor positioning of the plate along with mishandling of the drill caused the drill to over bend and break inside the bone. Note as stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument.¿ ¿special comments for application: only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. Ensure that drilling and cutting tools are sharp. Before every operation, ensure that all devices to be used during the operation function correctly with each other. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during surgery tip of the drill bit broke off. It was left in the patient. It was reported on 06-aug-2014 that both drill bits broke. "First use was in this sugery."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.